Event description:
It was reported that (1) ecs29 was used during an low anterior resection procedure. It was reported by the rep that the stapler made a "popping" noise once the surgeon retracted the anvil head. The staples never formed closed. It was reported the surgeon may have over turned the dial knob. It is unknown how the case was completed. There was no pt consequence.